Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The cause of the event was unknown and treatment information was not reported. The patient was discharged from the hospital two days later. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was obtained related to the event. It was reported that the cause of the peritonitis was due to an unspecified cap falling off and subsequent break in aseptic technique. The patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. Lab results showed the causative organism of the peritonitis to be candida albicans. The patient's catheter was removed and the patient was switched to hemodialysis. It was unknown if the patient recovered from the event. It was not reported if the patient was retrained on aseptic technique. Baxter is attempting to obtain information regarding the suspect product.